Event description:
It was reported that this brady lead was fractured. There was no further information available to date and the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this brady lead was fractured. There was no further information available to date and the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This correction report is being submitted to inform this event is no longer considered reportable as bsc does not own MDR reporting obligations for this product model 4047.